Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow up. Review of the transmissions revealed that the implantable cardioverter defibrillator exhibited ventricular oversensing of post-paced t-waves. The patient came to clinic on (B)(6) 2020 as the patient was getting daily alerts regarding the oversensing, and programming changes were made to address the issue. There were no reported patient symptoms.